Event description:
It was reported that the left half of the screen is blank. Customer reported that values can only be seen on the right hand side. There were no consequences or impact to the pt.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but the half of the lcd display was all solid white. The lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over seven years with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a f/u report will be submitted.